Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal ring and a cut in the insulation at 34.5 centimeters (cm) from the pin, felt to be due to removal of the suture sleeve. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc). The lead was observed to have dislodged. A revision procedure was performed. The lead was successfully explanted. The implant of a new lv lead is planned for a date in the future. No adverse patient effects were reported.